Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's case was broken. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.